Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a generalized complaint of channel disconnects when adding modules during the implementation phase of the alaris system. It was noted that this issue has resolved with training and there was no patient harm.

Manufacturer narrative:
Based on the attached document pictures the iui connectors are contaminated to the point where intermittent connection is a possibility. The root cause was not identified.